Event description:
It was reported that during deployment, the delivery system jammed, therefore, the device failed to deploy. A 9f sheath was being used. The stent was being placed in the distal sfa and the path to placement was up and over. There was no pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The safety clip was missing. The tuohy borst adapter and 2-way stop cock were closed. The stent graft had been partially released for 12mm. A flushing test was performed successfully through the pin vise handle (rear) but not successfully through the 2-way stop cock (top). During the flushing test through the 2-way stop cock, liquid dripped out of the outer sheath where it was elongated. The outer sheath was elongated at the catheter reinforcement. During functional testing, the stent graft could be released. The reported event could not be reproduced. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.